Manufacturer narrative:
Part # 357.404. Synthes lot number: u227540. Supplier lot number: u227540. Manufacturing site: synthes monument. Release to warehouse date: 10-nov-2015. Supplier: orchid unique. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 11.0mm tapered drill bit cannulated/large qc/280mm (p/n: 357.404, lot number: u227540) was received at us customer quality (cq). Upon visual inspection, the blades and tip are deformed and damaged. Device failure/defect identified? Yes . Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage and device geometry. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the blades and tip are deformed and damaged. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during routine incoming inspection of a loaner set that it was observed that a drill bit was damaged. There was no patient involvement. This report is for one (1) 11.0mm tapered drill bit cannulated/large qc/280mm. This is report 1 of 1 for (B)(4).